Event description:
It was reported that heartbeat detection as unsuccessful despite many attempts and therefore autostim could not be set. It was clarified that the patient was not told device is broken. The physician's assessment of the patient not being able to feel stimulation is that the patient has become acclimated to stimulation. It was stated that the physician's assessment of the patient not able to stop their seizure using the magnet is unknown at this time. When asked for the physician's assessment of the patient receiving "excessive stimulations at night", it was stated that night mode is not on, and they are unsure why patient is experiencing "excessive stimulations". Information was received from the physician that the patient's physician did not try to disable all output currents when setting up heart rate detection and is the believed cause of the patient's heart rate detection being unable to be set up. It was stated the patient is also now able to feel normal and magnet stimulation. No additional relevant information has been received to date.

Event description:
It was reported by a patient that she does not feel the stimulation from the device anymore. It was stated that the patient normally feels stimulation and has voice alteration with stimulation. It was stated that the patient had a seizure before a visit with her physician and the magnet did not abort the seizure, which was unusual because the magnet normally stops the seizure, or helps depending on the intensity. The patient also reported that the device showed excessive stimulations in her brain at night. The neurologist checked the patient's device and confirmed it was "broken" per the physician's assistant. No additional relevant information has been received to date.